Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 107 which was reproduced. System error 107 was confirmed through a review of the event history log and caused by a damaged hall effect sensor. The failed upper auxiliary assembly (containing the sensor) was replaced.

Event description:
It was reported that a spectrum pump displayed system error 107. Any patient involvement, injury or medical intervention is unknown.